Event description:
It was reported that at a follow-up appointment for a yellow alert, all system parameters were found to be in-range. However, during arm movements, the patient complained of strong pain near the device pocket area. Diagnostic imaging was performed which showed normal system placement, but potentially the position of the lead could contribute to the reported symptoms. The physician elected to prescribe pain medication for one month and reassess the patient afterwards. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.